Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 1 ml juvéderm¿ voluma¿ with lidocaine in ck1, ck3 and 0.5 ml juvéderm¿ volift¿ with lidocaine in lips. Patient returned for follow up about a week later and was "all fine." Patient noticed swelling 2 and a half months later and was seen at the clinic the following day. Patient provided with prednisone 10mg for 5 days. Prednisone helped the swelling, however 2 days later lips were very swollen. Client scheduled an appointment for hyaluronidase treatment as "swelling down a little however large nodules forming." Symptoms occurred at the injection sites. Small increments of hyaluronidase were administered in both lower and upper lip. Another physician feels client is suffering from angioedema and provided an antihistamine to reduce swelling. Symptoms have not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00517 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ volift¿ with lidocaine.